Event description:
It was reported that a replacement ilet pump became unresponsive, with the screen going blank and the device appearing to reset to factory settings after being placed on the charger, and subsequently the screen remained unresponsive despite a full charge and a wake-button reset attempt while on the charger. Symptoms included unknown impact to blood glucose. Outcomes included shipment of a replacement device and instructions for return of the affected device. Investigation included customer support, troubleshooting and verification of charging status and reset procedures. Investigation of this device revealed a screen/display malfunction consistent with a hardware failure of the user interface component, with no associated alerts or alarms documented. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the device¿s display subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."